Event description:
The end user advised our technician that the unit just stopped working, and disconnected the call before transfer for additional information. No additional information is available.